Event description:
IV pump programmed for vancomycin 32mg=6.4mls. Pump alarmed "syringe empty". Syringe dropped when removing from pump. 0.8mls noted to be left in the syringe. Pharmacy and md notified. One time dose of 0.8mls ordered and given to make complete dose.